Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable, undefined cgm issues occurred and that the pump time was incorrect, cause was known. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.